Event description:
Fire department staff called lfs alleging their ot basic meter would only prompt the clean test area message. The pt whose blood could not be tested did not experience any symptoms, nor did they suffer a serious injury. The meter has been replaced. The issue was not resolved with troubleshooting. The caller also reported blood glucose results of 50 mg/dl with a lifescan meter and 90 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.